Manufacturer narrative:
A steris service technician arrived onsite following the reported event and found that the cxps output card and the hv1000 touch panel required replacement. The technician replaced the cxps output card and touch panel, tested the function and operation of the unit, confirmed it to be operating to specifications and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that the monitors to their hexavue custom room rack did not display an image. User facility personnel further stated that the hv1000 touch panel was not operating properly. The event did not occur during a patient procedure. No report of injury.